Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed has red, itchy, irritative rash, shaped like the therapy electrodes on her back. There was no alleged device malfunction contributing to the irritation. Patient reported that her physician advised rash will maintain with ointments but will not go away because metal allergies until she stops wearing the lifevest. Follow up indicated that the rash is the same. It's unclear if ointment was prescribed or recommended by the primary care physician. Reporting out of the abundance of caution.